Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to diabetic ketoacidosis event. Blood glucose level was above 600 mg/dl at the time of the event and patient got treated with intravenous (IV) drip. Patient also experienced the symptoms of confusion,feeling sick/unwell, headache, tired/weak, altered vision/vision changes, extremity pain/cramps increased thirst at the time of the event. The duration of hospitalization was greater than 24 hours. No further information available.